Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump went into threshold suspend mode and alarmed no delivery. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and do further troubleshooting.